Event description:
A user facility reported particles were seen in the patient's eye following surgery. There was no patient impact/injury associated with this event.

Manufacturer narrative:
Waiting for evaluation results.